Manufacturer narrative:
The insulin pump was monitored in 50 celsius oven for several days and there was no blank display anomaly. The insulin pump was received with normal operating currents, no damage found on the lcd isolation tape and no damage in the keypad assembly. All buttons functioned properly and the device was received with scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call keypad anomaly and high blood glucose levels. Customer's blood glucose reading was 500 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer advised during the prime process the battery went blank, they replaced the battery and were then stuck in between the fill cannula process and the time/date setup. Customer advised the act button was unresponsive, they were unable to change the reservoir and during the prime process the insulin pump went blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.